Manufacturer narrative:
This medwatch is not to report a device malfunction, but to report patient outcome. Returned for evaluation was one report unit (sn (B)(4)). Assessment of the unit determined the unit functioned as intended. The reported complaint was confirmed as the doctor reports an increase in dvt's with their patients, however, the laser was thoroughly tested and no fault was found with the unit. A root cause could not be determined as the laser was within specifications and functioned as intended. Dvt's are a known potential complication. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Event description:
As reported on (B)(6) 2012, a physician reported a higher than usual rate of dvt's post procedures. There were no reports of complications or device malfunctions during the procedures, and there were no reports of permanent harm or injury to the patients due to this event. As a precaution, the customer has requested the facility's unit be evaluated by the manufacturer. The unit has been returned to the manufacturer for evaluation.